Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. No imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported by a representative from (B)(6) that 2 locking caps at l5 came loose post-operatively. A revision surgery was done and the locking caps were retightened.